Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a labral repair while the surgeon was drilling the tunnel using a straight kit, there was a lot of noise. The sales rep stated that the glenoid was very hard, almost like hitting metal. The surgeon was making the first pass and the fibertak locked. The surgeon pulled on the ar-3638 fibertak and the suture broke. The surgeon made a second tunnel which release the first anchor. The surgeon used a second ar-3638 and was able to pass through the fibertak before the sutures locked again. The case was completed using knotless suturetak.